Event description:
Reportedly, there was extended surgery time during a lap appendectomy due to bleeding from the mesoappendix after staples were fired. The wound was irrigated and additional bleeding sites were cauterized and clipped with a 5mm stapling device.